Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the size 8 fenestrated tracheostomy tube for failure investigation has been requested. The lot number was provided and the MFR will review the lot history records. If the tube is returned and failure investigation results provide new or significant info, a f/u report will be submitted.

Event description:
It was reported "you could not inflate the catheter after the insert." "Catheter was tested prior to use." "A re-intubation was necessary." "No person injured." No other info was provided.